Manufacturer narrative:
Attempts were made to contact the report submitter; however, no response was received. H3 other text : see h10.

Event description:
A report was received from medicines and healthcare products regulatory agency (mhra) in which the customer reported the equipment was checked upon shift commencement and the alarm limits were correct. However, it was noticed shortly after observations the monitor had silenced all the alarms that we were monitoring on the baby. The baby was moved to the next bed space with different monitor and the faulty monitor was removed from service and reported. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.